Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The patient is a (B)(6), retired medical bookkeeper with progressive left hip pain following an anterior left hip dislocation on (B)(6) 2007. Her hip was reduced satisfactorily and concentrically following shortly after her dislocation and there were no associated fractures. She was maintained on touch-down-weightbearing restrictions for six weeks after her injury. Unfortunately, on a delayed basis the patient began to develop hip pain and serial radiographs confirmed onset of degenerative changes in the hip consistent with posttraumatic avascular necrosis.

Manufacturer narrative:
An event regarding dislocation involving an unknown head was reported. The event was confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided information by a clinical consultant could confirm the event but could not determine a root cause. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The patient is a (B)(6)-year-old, retired medical bookkeeper with progressive left hip pain following an anterior left hip dislocation on (B)(6) 2007. Her hip was reduced satisfactorily and concentrically following shortly after her dislocation and there were no associated fractures. She was maintained on touch-down-weightbearing restrictions for six weeks after her injury. Unfortunately, on a delayed basis the patient began to develop hip pain and serial radiographs confirmed onset of degenerative changes in the hip consistent with posttraumatic avascular necrosis.